Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg ICD, implanted on (B)(6) 2013. (B)(4)

Event description:
It was reported that the device had early battery depletion due to chronically high thresholds on the left ventricular lead. The lead was noted to have been sub optimally positioned. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.